Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2020, due to low vaulting, refractive change overtime and blurred vision. The lens was exchanged for a longer lens and the problem was resolved. The patient is satisfied with visual outcome. The cause of the event was patient-related factor (progressive myopia). H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Corrected data: a2: date of birth - (B)(6) 1989. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. This lens model is contraindicated for patients with age less than that of 21 years. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2008. The lens was reported as having low vaulting. The lens remained implanted. The plan is to explant and exchange. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.